Event description:
The customer observed falsely elevated troponin results generated on an architect i1000sr analyzer for three patients. Immediately following the 3 elevated results, the instrument generated multiple 3000 liquid not found for inner reagent and 3202 maximum number of lls errors in pink position for troponin reagent. Instrument unloaded the reagent and customer confirmed no to little reagent present. Customer loaded fresh reagent of the same lot number and repeated the samples. The customer diagnostic cutoff is </= 0.03 ng/ml. The following results were provided: sid (B)(6) initial 0.12 ng/ml, 0.13 ng/ml, repeated <0.01 ng/ml, sid (B)(6) initial 0.15 ng/ml, 0.21 ng/ml, repeated 0.02 ng/ml, sid (B)(6) initial 0.11 ng/ml, 0.07ng/ml, repeated <0.01 ng/ml. Sid (B)(6) is a 46-year-old male prisoner that had left side chest pain and seizure. Patient¿s medical history shows the patient had a mi previously and is diagnosed with coronary disease, bilateral pulmonary embolism, and epilepsy. The patient was treated with 22.6 ml 100 units of heparin and nitro paste. There was no resulting harm due to the treatment provided. The patient was discharged on (B)(6) 2022. One of the three patients was treated with heparin and nitro paste. No impact to patient management was reported for the other two patients.

Manufacturer narrative:
Patient identifier: sid (B)(6), sid (B)(6), and sid (B)(6). Age at time of event, age units (patient), gender: sid (B)(6) is a 46-year-old male. No information was provided for the other two sample ids. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any issues or trends for the complaint lot. Device history record review did not identify any potential non-conformances, non-conformances or deviations associated with the likely cause lot. Historical performance was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit and found to be within the established limits. Therefore, no unusual lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 35628un22 was identified.